Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the attending physician encountered resistance during the implantation process and discovered two scratches on the optic of the intraocular lens (iol) after insertion. It was believed, that the plunger rod had overridden the lens when the lens had come out of the tip of the cartridge. The lens remains implanted and a reoperation was not conducted, because postoperative visual acuity was not affected. No patient injuries were reported and no additional information was received